Event description:
Additional information was received: no patient involvement was reported.

Manufacturer narrative:
One device was returned. Visual inspected noted a corroded drain fitting, stained plate clip, faded line cord, and impact damaged printed circuit board (pcb). The liquid crystal display (lcd) had liquid crystal leakage confirming the complaint. No further analysis was performed. A root cause was a broken lcd display with ink leak from physical impact to the device. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
B3: date of event. And d4: UDI number are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the display was damaged. Patient involvement unknown.